Manufacturer narrative:
Initial reporter email: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: observed an opening assessed as surgical damage. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.